Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. Additionally, an occlusion alarm occurred. Customer's blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer changed the pump supplies to address the issue and to resolve bg level.